Manufacturer narrative:
The meter and test strips were requested for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine based) laboratory methods." Occupation is patient's wife/consumer.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 18:14 on (B)(6) 2022, the patient's meter result was reportedly 3.6 inr. At an unknown time on the same day, the patient's laboratory result was reported as 2.7 inr. Allegedly the patient's warfarin dose was changed based on the laboratory inr result. At 14:06 on (B)(6) 2022, the patient's meter result was reportedly 3.0 inr. The patient's laboratory result within 3 hours was reportedly 2.2 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency reportedly varies.